Event description:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator, indicating that the device failed the therapy test. There was no reported patient involvement. The fse evaluated the device onsite and confirmed the therapy delivery test error. Further investigation determined that this was a malfunction of the capacitor. The fse replaced the capacitor, and the device passed functional testing. The device remains at the customer's site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was caused by a defective capacitor. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the capacitor to resolve the issue, and the device was returned to service. The absence of further calls supports that the reported problem was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.